Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address (B)(6). Device evaluated by MFR: the device was returned for analysis. Only the main coil was retuned for the analysis. It is possible observed the main coil kinked in the middle section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. The functional inspection could not be performed, because only the main coil was returned.

Event description:
It was reported that the procedure was cancelled/rescheduled. The target lesion was located in the coronary arterio-pulmonary artery fistula. A 6mm x 20cm pe f-idc coil was selected for use. During the procedure, it was noted that the coil could not be released when advanced out of the microcatheter. The physician made multiple attempts however, the device still could not be released and had to be withdrawn from the patient. The procedure was rescheduled three days later and was completed successfully with device released. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported, that the procedure was cancelled/rescheduled. The target lesion was located in the coronary arterio-pulmonary artery fistula. A 6mm x 20cm pe f-idc coil was selected for use. During the procedure, it was noted, that the coil could not be released when advanced out of the microcatheter. The physician made multiple attempts. However, the device still could not be released. And had to be withdrawn from the patient. The procedure was rescheduled three days later. And was completed successfully with device released. There were no patient complications reported. And the patient was stable.